Event description:
Boston scientific received information that this product was part of a system revision due to infection. Upon removal of this lead, the tip became separated from the lead body and lodged in pulmonary artery. The lead tip will be snared and removed by interventional cardiologist at a later time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.